Manufacturer narrative:
The additional vessel closure devices with reported issues referenced are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted with three proglide devices. Reportedly, unknown failures occurred. The method to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as malposition of the suture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Analysis of the returned proglide device found a suture retrieval issue occurred. No additional information was provided.